Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, a loose connection was reported and is a known cause of this alarm. The cause for the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during dwell cycle 3 of 6 of peritoneal dialysis (pd) therapy. The patient stated that the supply bag was loosely connected, causing a leak. The patient was advised to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.